Event description:
Following skin anesthetization and cannulation of the pleural space with the standard arrow needle, the guide wire was placed into the chest cavity. The skin was then incised with a scalpel from the arrow catheter drainage kit, and the track was dilated using the standard dilator within the kit. The catheter drainage device ie chest tube was then placed over the wire into the chest cavity. Upon removal of the wire and stylet, the wire frayed resulting in the whole catheter needing to be removed.